Event description:
This report summarizes two malfunctions. A review of reported information indicates that model u41501q1hrx, pta balloon dilatation catheter, allegedly experienced material rupture. This information was received from multiple sources. Two patients were involved with no consequences. Neither patients age, weight, or gender were provided.